Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump stopped delivery due to hypoglycemia on low. Customer stated that insulin pump was without battery for more than hour and then they changed battery. Customer also switched off smart guard feature. Customer stated that they renew the insulin delivery but they still see the stop delivery on low icon still on the insulin pump screen. No harm requiring medical intervention was reported. The device will not be returned for analysis.